Manufacturer narrative:
Conclusion code no longer applies; see updated code. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal gablofen (2000 mcg/ml at 1246.2 mcg/ml) via an implantable infusion pump. The pump's indications for use were noted as intractable spasticity and cerebral palsy. Please refer to manufacturer's report # 3004209178-2015-20531 for previously reported information regarding the pump. The catheter was later returned without any allegation, but analysis results revealed a catheter issue. On (B)(6) 2015, additional information was received from the hcp who initially reported the event. The hcp indicated that she followed up with the patient's managing hcp and discussed the fact that the pump logs indicate that the pump contained lioresal. The managing hcp indicated that their office only uses gablofen. The hcp who reported the event stated that that it sounded like the managing hcp's office may not be sure how to update the drug name and hadn't since for their purposes, the drug was the same. The patient had always had gablofen in her pump.